Manufacturer narrative:
On 06 june 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the breakage of little piece of the keel punch was probably caused due to improper impacting direction or excessive force during keel preparation (this could be the reason why also the tibia baseplate has a breakage on the anterior part as discovered during this visual inspection). We test the keel resistance trying to reproduce the same breakage without success; we may assume that particular condition (hard bone, not perfect instrument assembling) can cause the breakage. The trial tibial baseplate s4, included in the gmk-efficiency set, was also returned to medacta international and, during the visual inspection, it was found broken too. Batch review performed on 09 june 2017. Lot 155620: (B)(4) items manufactured and released on 07 december 2015. Expiration date: 2020-11-24. No anomalies found related to the problem on mat12803 and mat11945. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
While the surgeon was impacting the impactor handle with the trial keel, the side of trial keel was chipped. Broken piece was retrieved from the patient body. Due to this event, the surgery was prolonged about a few minutes.